Event description:
It was reported that the camera head had an abnormal color with double image reflection from the camera head. This issue occurred during service/maintenance (not in a clinical setting). There were no reports of patient involvement.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.